Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd pegasus¿ safety closed IV catheter system leaked blood. This was discovered during use. The following information was provided by the initial reporter: patient was admitted into the hospital due to spondylosis on (B)(6) 2019. On (B)(6) 2019, start usage pegasus for patient. After completed penetration ,it's noticed that blood leakage at the same time retract the needle core. No obvious reaction on patients.

Event description:
It was reported that bd pegasus¿ safety closed IV catheter system leaked blood. This was discovered during use. The following information was provided by the initial reporter: patient was admitted into the hospital due to spondylosis on (B)(6) 2019, start usage pegasus for patient. After completed penetration ,it's noticed that blood leakage at the same time retract the needle core. No obvious reaction on patients.

Manufacturer narrative:
Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided.